Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 1l bag of citrate infused in about 1.5 hours however was programmed as ordered at 220ml/hr with a volume to be infused (vtbi) of 900ml. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Patient remains in ICU, no additional care provided due to over infusion. It was reported the citrate was hung at 0745 and found empty approximately 0835. No alarms were noted by the clinician. Received additional information following an on-site visit by bd representatives. Infusion of citrate was given through a continuous renal replacement therapy machine (crrt), which off-label use of the device. Follow up labs were completed after over infusion and no additional interventions were needed.

Event description:
It was reported a 1l bag of citrate infused in about 1.5 hours however was programmed as ordered at 220ml/hr with a volume to be infused (vtbi) of 900ml. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Patient remains in ICU, no additional care provided due to over infusion. It was reported the citrate was hung at 0745 and found empty approximately 0835. No alarms were noted by the clinician. Received additional information following an on-site visit by bd representatives. Infusion of citrate was given through a continuous renal replacement therapy machine (crrt), which off-label use of the device. Follow up labs were completed after over infusion and no additional interventions were needed.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model #. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of citrate was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs below show the events from march 12, 2025, at 7:40 am until the pump module was powered off at 8:55 am. On march 12, 2025, the suspect pump module s/n (B)(6) was connected to the pcu and began an infusion at 7:40 am with a ID drug 27 (citrate), rate of 220ml/hr and a vtbi of 900ml. The primary volume infused (pvi) was 3405.88ml, which is an accumulated total from a prior performed infusion. The infusion started at 7:41 am. At 8:52 am, the pause key was pressed, and the pvi was 3667.35ml. The silence key was pressed at 8:54 am. Finally, the channel off key was pressed at 8:55 am, with the pvi remaining at 3667.35ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of citrate was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, a1801, a0404, c0601, c07, d01, d15, g02017, g04037, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.